Manufacturer narrative:
Additional information: the stent was being used to treat a severely calcified and severely tortuous mid lad exhibiting 90% stenosis. The lesion was pre-dilated. Resistance was noted while advancing the device but no excessive force used. The stent deformation was noted when advancing the device in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the marker-bands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guide-wire lumen. Upon visual inspection, bunching was observed on the transitional tubing immediately proximal to the guide-wire entry port. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was inspected with no issues noted. Negative prep was performed without issue. The patient was reported to be alive with no injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat an artery. It was reported that a patient was admitted to the operating room for intervention surgery. It was reported that a an attempt was made to use a drug eluting coronary artery stent and the stent was changed during the process of implantation. It was reported that the stent surface was not smooth and burred. It was reported that the surgery was successfully completed using another stent.